Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
Reference MDR # 1036844-2011-00094 for a reported event involving the same pt. It was reported by the distributor that the pt had the same issue a few weeks ago. The incident was never reported to the sales rep until 03/09/2011. The cannon catheter was inserted on (B)(6) 2011 at a hospital. The insertion location is the pt's left subclavian vein. On (B)(6) 2011, it was noted that there was a crack on the pigtail. As a result, the cannon was repaired. There was no reported pt death or injury. Intervention was required and noted as "repair of pigtail on cannon catheter." There were no reported pt complications. The outcome is listed as successfully dialyzed and sent home after using the repair kit for the cannon catheter.